Event description:
Inappropriate shock was confirmed due to noise contamination caused by fracture. Therapy was turned off. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Information was received that on 10-jul-2023 an additional lead procedure was performed. This lead remains in the body. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Information was received that on (B)(6) 2023 an additional lead procedure was performed. This lead remains in the body.-